Event description:
Whenever "alarm audio reset" selection is activated in "op" menu and a first "life-threatening" is already encountered any incoming serious alarm (at least) is hidden by the process. No audible alarm for this second alarm condition. Yellow status condition displayed on monitor screen.